Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a partial lead with distal tip measuring 56.6 cm was returned in one piece. External insulation abrasions noted at 8.7- 9.1 cm and 49.6-50.8 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.